Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Device remains implanted.

Event description:
It was reported that the patient phoned the vad clinic on (B)(6) 2014 with complaints of dizziness and generalized weakness since (B)(6) 2014. Patient stated symptoms were improving, denied vad alarms, fever, chills or rigors but described a poor appetite. On (B)(6) 2014, the patient reported feeling worse with pain on the left side of the body above vad pump site. The patient's pain was reported as a 8/10 but still denied fever, chills or rigors but reported feeling cold at times. The patient came in to the clinic on (B)(6) 2014. During the visit, blood cultures were drawn and a 2d echo and CT scan of chest, pelvis and abdomen were performed and reviewed by cardiology. The patient wanted to go home and wait for lab results prior to admission. On (B)(6) 2014 blood cultures came back positive for gram positive cocci. The patient was admitted to the hospital on (B)(6) 2014 with a temperature of 36.7 c oral., white blood cell (wbc) count 7.1 k/mcl (nl 4.2-11). The patient was given vancomycin 1750 mg IV every 24 hours on (B)(6) 2014. Infectious disease service reported on (B)(6) 2014 that cultures resulted in staphylococcus lugdunensis and recommended cefazolin IV to be added to the medication. The patient would require long term antibiotic therapy for suppression after the IV course was completed due to highly suspicious for device endocarditis. On (B)(6) 2014, vancomycin was discontinued and the patient remained on IV ancef. Blood cultures were repeated daily until clear. The ancef was discontinued on (B)(6) 2014 and the patient was started on oral keflex 500 mg three times daily. The patient was placed on oral keflex 500 mg twice daily per infectious disease service for suppression therapy for life on (B)(6) 2015. On (B)(6) 2015, wbc 3.4 k/mcl and temperature 36.8 c. No blood cultures were drawn.